Manufacturer narrative:
Evaluation summary: the reported condition of fail code 570 was confirmed. Inspection of the device found the failure code was caused by damaged batteries. This issue is currently being investigated.

Event description:
A baxter field service engineer reported a pump with failure code 570 with 4 battery discharges below the alarm threshold. It is unknown when this failure code occurred. There was no patient injury or medical intervention reported. No additional contact information is available.